Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a left cylinder tubing fracture just above the connection. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient was unable to use the device. The patient was fine after the revision surgery.

Manufacturer narrative:
Additional information b5.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a left cylinder tubing fracture just above the connection. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.